Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The tight target lesion was located in the non-calcified common iliac artery (cia). An 8.0x30x75cm express® ld iliac / biliary stent was advanced to treat the lesion. However, the stent came off the balloon and the physician had to deploy the stent in the external iliac artery instead of the cia. The procedure was completed with an 8.0x17x75cm express® ld iliac / biliary stent. No patient complications were reported and the patient's status was stable.